Event description:
Related manufacturer reference number: 3006705815-2022-17372,1627487-2022-05599. It was reported that after a fall, the patient did not recharge the ipg as recommended, and the leads were damaged and causing one of the leads to have high impedance. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the ipg and leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.